Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was torn, split, cracked, and broken into multiple pieces, pressed against the posts of the lens case. A large portion of lens material, which included a large portion of the optic and a haptic was missing (not returned). Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The reported lens damage was observed. The observed damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. Information was provided that patient received a new lens and is doing well. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that when surgeon noted lens was torn upon opening the lens case during surgery. The patient was left aphakic. Additional information was requested and received stating the patient underwent the procedure as soon as the new lens arrived and was doing well.